Manufacturer narrative:
D10: concomitants: (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 204-04-54 - trapezoid tibial tray sz 5f/4t. (B)(6) 204-25-11 - ps tibial inserts sz 5, 11mm.

Event description:
Approximately 14.5 years after initial total knee replacement, the patient experienced instability. During revision, the implants were found to be loose. This event is not related to a breakage of a device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: hospital policy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability, and tibial loosening.. The reported femoral loosening, instability, and tibial loosening. Could not be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.